Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p, implanted: (B)(6) -2018 4968-35 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high right ventricular (rv) lead thresholds were noted and that high right atrial (ra) lead and left ventricular (lv) lead impedances and thresholds were noted in bipolar configurations compared to lower impedances in unipolar configurations. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. No action was taken for the leads per physician and patient judgement and the device was explanted and replaced. No patient complications have been reported as a result of this event.